Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise resulting in pacing inhibition with 1.5 seconds of asystole and an inappropriate shock to be delivered. The rate/sense portion of the lead was called and a new right ventricular (rv) lead was implanted. There were no adverse patient effects reported.

Manufacturer narrative:
The lead remains implanted surgically abandoned and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.